Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the cannula appeared significantly shorter than expected when the patient changed her infusion set two days prior and described that the new set did not adhere properly during insertion, raising concerns that the device may have broken off under the skin. The patient experienced redness, itchiness, and rawness at the site. The patient underwent outpatient surgery to have the broken cannula removed from under the patient¿s skin. One cannula was removed from the patient¿s belly. The issue was resolved.